Event description:
It was reported that following a left eye (os) trabecular micro bypass stent system procedure, the patient presented postoperatively with what was described as a "small metallic foreign body" embedded in the iris, which the surgeon believes originated from either the handpiece or the stent. The report noted that there was no patient injury, and that the foreign body will be retrieved by a laboratory. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (contamination) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR # reference: (B)(4).